Event description:
This (B)(6) serious report describes the occurrence of medical device complication in a (B)(6) male subject ((B)(6)) participating in study (B)(6): a phase I/ii safety, tolerability, ascending dose and dose frequency study of recombinant human heparan n-sulfatase (rhhns) intrathecal administration via an intrathecal drug delivery device in pts with sanfilippo syndrome type a (mps iiia). Concomitant medications included melatonin, fentanyl, cefuroxime, paracetamol, ondansetron, piriton, and bupivicaine. Allergy status was not reported. The pt started treatment with rhhns 10 units/mg monthly intrathecally via smiths medical port-a-cath ii intraspinal low profile on (B)(6) 2010. The port-a-cath was placed on (B)(6) 2010. On (B)(6) 2010, the pt underwent revision of the intrathecal port under general anesthetic as it was noted that the metal arm of the port had snapped completely off. A gripper needle was inserted easily and clear cerebral spinal fluid (csf) was obtained. However, fluid then became blood stained and great resistance was noted upon drawing back on the port. The gripper needle was removed. After the skin was re-cleansed, the gripper needle was re-inserted with ease and clear csf obtained. However, cerebral spinal fluid became blood stained and resistance met. Two milliliters of 0.9% normal saline flushed easily to soft tissue, but there was swelling around entry site of the gripper needle, which required needle removal and procedure abandoned. Spinal x-rays were taken and findings discussed with consultant neurosurgeon who originally sited port. It was reported the subject then underwent further surgical exploration. No further info was provided but it was noted that the pt was considered recovered on (B)(6) 2010. The investigator considered the event to be moderate in severity, related to device, and not related to study medication. This report is considered serious due to the reported event of medical device complication (hospitalization prolonged) (medically important).

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.